Event description:
It was reported the pt was having difficulty communicating with the ipg using the charging system. A replacement charging system was sent to the pt. F/u identified the pt was still having issues with charging. The new charging system did not resolve the issue. F/u identified the physician undertook surgical intervention. It was reported the physician found an extension had partially become disconnected from the ipg. The physician repositioned the ipg and reconnected new extensions on (B)(6) 2012 (reference MFR report: 1627487-2012-11888). It was reported the ipg may have been moving which could cause a communication issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.